Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that it paced intermittently on the atrial side. Analysis did find the upper and lower cases, battery release, keyboard pad, battery drawer and battery drawer o-ring contaminated and the battery contacts compressed. (B)(4).

Event description:
It was reported that the atrial side of the external pulse generator paced intermittently. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial side of the external pulse generator paced intermittently. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).